Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated their blood glucose remained high despite giving treatment. The customer's blood glucose reached 460 mg/dl. Customer treated their blood glucose with a manual injection and a bolus delivery. Customer's current blood glucose was 360 mg/dl. Customer reported having high ketones and feeling tired from their blood glucose. The customer reported observing a bent cannula in the past. Troubleshooting did not find air bubbles or leaks in the customer's tubing or reservoir. It was also found the time and date was not correct on the customer's insulin pump. The insulin pump also passed a high pressure test. Customer was advised to complete a set change. The insulin pump will not be returned for analysis.